Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change procedure. Upon interrogation on the day of the procedure, loss of capture was noted on the right ventricular lead at high output. The patient was asymptomatic. The lead was capped and replaced during the procedure on (B)(6) 2018. The patient was discharged.